Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Device log review was not applicable. Use testing was performed. Customer's complaint was verified but alarm message 20003 was noted. The reinstallation of software applications was done during service. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump has error code lec 2000. No reported adverse effects.